Event description:
As reported by patient registry, approximately 2 years and 2 months post valve-in-valve and after two 29mm sapien 3 valves were implanted in a non-edwards valve in the aortic position, all three valves were explanted and replaced with a surgical valve. At the time of implantation of the first 29mm sapien 3 valve in the non-edwards valve, a second was implanted due to the first valve being too ventricular resulting in leaflet overhang. The reason for the explantation is unknown at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections g6, h6 health effect - clinical code, device code and h10 has been updated. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), left ventricular perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Per clinical review of the medical records, the reason for the explantation of the valves approximately 2 years and 2 months post valve-in-valve tavr was due to left ventricular pseudoaneurysm underneath the left main coronary artery (lmca) presumable related to pulmonic stenosis of previous ross procedure with pulmonic homograft and the two aortic valves. The physician mentioned that if the pseudoaneurysm was left untreated, it may cause compression of the lmca or cause a communication to another chamber in the heart. There was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.